Event description:
Pt developed redness and induration at skintest sites after receiving collagen treatment. Treatment sites have not yet reacted. Physician has treated testsites with intralesional steroids.